Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that both the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing noise. In clinic check was suggested, no changes or interventions were reported. There were no patient consequences.